Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient who had a pipeline vantage implanted to treat an unruptured right internal carotid artery (ica) c6 segment sidewall saccular aneurysm with max diameter of 6.2mm and neck size of 5.1mm. Per corelab image review, "25-50% distal fish-mouthing" was observed in the 180-day follow-up digital subtraction angiography (dsa) imaging performed on (B)(6) 2022. There were no associated patient symptoms and no additional treatments or interventions reported.